Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they were trying to change the infusion set and the insulin started squirting out. Customer's blood glucose was 533 mg/dl. Customer treated with the pump. Caller stated that the insulin is squirting out during the manual prime process. Caller stated that the customer was not wearing the pump during priming. Caller stated that the insulin did not continue to drip after letting go of the act button. Customer was able to successfully prime the set. It was explained that the infusion set change resolved the issue.